Manufacturer narrative:
(B)(4). The dexcom g4 platinum (pediatric) continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced an allergic reaction on (B)(6) 2016. The sensor was inserted into the arm on (B)(6) 2016. Reaction was described as a rash, located around the site of the sensor patch. Patient's mother stated that they spoke to their doctor and the doctor would like to perform an allergy patch test. No additional event or patient information is available. The sensor was inserted into the arm. The dexcom g4 platinum (pediatric) continuous glucose monitoring system user's guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks.